Event description:
No additional information received from customer.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and did not confirm the reported issue. The subject device will not be sent back to olympus for further evaluation and repair.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was unable to display image on the monitor. The issue was found during setup/inspection for use for an unknown procedure. There were no reports of patient harm.